Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and because the device was not returned for analysis a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat the mid right coronary artery. During deployment of the 4.00x38mm xience skypoint drug-eluting stent (des), the stent on the balloon was noted to be absent. A new 4.00x38mm xience skypoint des was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.